Event description:
The hospital reported that during a coronary artery bypass procedure, two hsk-3038 seals did not deploy correctly. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The products were returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that delivery device and the loading device were returned separately without the seal and the tension spring assembly. The green slide lock and the white plunger had been depressed on the delivery device. There was no evidence of blood on the device. The seal and tension spring assembly were not returned and the white plunger had been depressed, therefore, the reported failure mode "seal never deployed correctly" could not be confirmed. A lot history record review could not be completed as the lot number could not be obtained. (B)(4).